Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: the patient presented with urinary incontinence and urethral hypermobility associated with stress leakage was confirmed. A trans obturator sling was implanted in (B)(6) 2018 without immediate complication, but the following year the patient developed right hip and back pain as well as dyspareunia. In 2020, examination revealed chronic erosion associated with an infected sinus around the band. The sling was completely removed. No further medical follow-up is available.